Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reported that analyzer #(B)(4) yielded unexpected result of 0.59 on ionized calcium when compared to another I-stat analyzer. The customer requested that the analyzer be replaced and was taken out of service. I-stat: time: ica: sn: (B)(4), 07:40, 0.59 sample a; sn: (B)(4), 07:47, 1.34 sample a. The customer did not provide any patient information. Based on the information available, there were no injuries associated with this complaint.

Manufacturer narrative:
(B)(4). Product manufacture date is not available at this time. Manufacture date to be included with follow-up.

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(6) 2013. The analyzer was tested and is functioning according to specification.

Event description:
Na